Event description:
It was reported that customer¿s pump had broken screen, and distributor initially had no further information while waiting for pump return for evaluation. There was no reported impact to the customer¿s blood glucose level. Later evaluation confirmed that pump started, charged, and was recognized by computer but screen was broken with unresponsive and unreadable touchscreen, and customer received replacement pump while affected pump was planned for return.